Event description:
It was reported on (B)(6) 2010 that the stimulation was in the wrong location. The pt needed stimulation moved to the lower back. The pt indicated that the rep had difficulty getting stimulation down to the low back. There was no known accident or incident related to this complaint. The pt visited his dr and the programmer was replaced. The pt had surgery on (B)(6) 2010 (details not provided). It was unk if he was still having problems with the system.

Manufacturer narrative:
(B)(4).